Manufacturer narrative:
H3: the revision reported in the case may have been the result of a degradation of the bond between the patella component and the bone after being implanted for over 18 years, which led to aseptic (non-infected) patella loosening. However, this cannot be confirmed as the device was not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
Pending investigation.

Event description:
Legal case - (B)(6) (B)(4). Related cases: (B)(4), (B)(4). As reported via legal documentation, patient's 2nd revision surgery (B)(6) 2018, 3rd revision surgery (B)(6) 2022 - patelloplasty, approximately 18 years and 1 month after the patellar component's initial implantation. Postoperative diagnosis: left knee patellar component loosening. The patella was dislocated and the implants were examined and noted to be well fixed. There was no signs of purulence encountered. There was fibrinous osteolytic tissue encountered in the peripatellar region which was sent as a specimen. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi info could not be found.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected fields: b1, b2, d1, d4, e facility name, phone#, g1, g2, g4, h4, h6 component code additional information fields: b7, d10, d10: (0298561) 204-22-11 - ps tibial inserts sz 2, 11mm, 204-01-02 - ps cemented femoral sz 2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: e, b, c, d, g. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, patellar loosening, loss of range of motion, and instability. The reported prosthesis wear, patellar loosening, loss of range of motion, and instability could not be confirmed. Additionally, the patellar implant appears to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.